Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15518. It was reported the pt's stimulation is causing her pain. Also, the pt stated despite being reprogrammed multiple times, she feels the stimulation is just not working for her. Pt is to meet with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.